Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the back longer than 48 hours. At the hospital, blood tests were performed. No other information was provided on this event.